Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of incident was 500 mg/dl. Customer¿s current blood glucose level was 388 mg/dl. Customer was treated with manual injection/insulin pen for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high bg event. Customer did use auto mode feature. The insulin pump will not be returned for analysis.